Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 57mm in diameter abdominal aortic aneurysm. It was reported that a recent follow up CT scan revealed that the bifurcated stent graft migrated distally approximately 5 cm in to the aneurysm sac with a proximal type I endoleak present. Per the physician, the cause of the event as due to disease progression. The physician implanted an endurant ii 32x16x124 and a 16x16x93 resolving the migration and proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.